Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her blood glucose levels were high, reaching 600 mg/dl two days before the call. Troubleshooting showed that the insulin pump was functioning properly, but customer still requested a replacement. Blood glucose level at the time of the call was not provided. No further information was provided.